Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric sleeve procedure, while opening a sterile cartridge and removing the lid to load on the device; realized that the staples were coming out off of the cartridge. The cartridge was damaged, could not load the cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple60a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The staple retaining cap issues could not be confirmed as the cartridge was returned out of its sterile package. No damage to the cartridge was noted during visual and functional testing. The cartridge was loaded and removed without any difficulties during testing.